Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the implantable cardioverter defibrillator (ICD) due to atrial fibrillation (af) with rapid ventricular response and it was noted the right ventricular (rv) lead had t-wave oversensing (twos). It was noted the patient is known to be hyperkalemic and was not on medications at the time. Follow up with the physician's office indicated no reprogramming was done. The device and lead remain in use. No further patient complications have been reported as a result of this event.